Event description:
During an open gastric bypass procedure, the device locked on tissue. The device eventually opened after the handle broke. No pt consequences. Case completed with another device of the same product code.